Manufacturer narrative:
Updated b.5 and imf code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was deployed and recaptured for better positioning of the valve. After the recapture, the infold was noted. A procedure delay of a few minutes occurred as a result of the infold.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned loaded inside the capsule of the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar fully submerged in cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a crimped state. As received, all leaflets appear to be partially closed with a gap between the leaflets. All leaflets were flexible and exhibited signs of creasing and frame imprints. These conditions may possibly be associated with the valve being crimped inside the delivery system for an unknown duration of time. All commissures appeared intact. Remnants of coagulated blood were found on the outflow frame and valve skirt. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded; however, appeared to maintain a compressed condition. It is possible the compressed state may be associated with the valve being in the loaded state for an extended period of time. There was no evidence of frame kinks or bends after warm saline submersion. Due to the return condition of the valve, a deployment simulation was not performed. Image review: one cine loop of the implant procedure was provided for review. As reported, the initial deployment attempt didn¿t show any infolding. On the second attempt, after repositioning, an infold becomes apparent. Evolut frame infolding can be facilitated by a variety of unfavorable factors, including inflow crown overlap during loading, excessive leaflet, annulus and left ventricular outflow tract (lvot) calcification. Since the first deployment attempt did not show an infold, a misload can be excluded as cause for the infold. The report did not contain information about the calcification status of the valve, leaflets or lvot, or other anatomical details. An unfavorable anatomical configuration or a possible calcification may have induced the infolding during the valve resheathing which was then expressed during the next deployment attempt. The implant team acted according to medtronic recommendation by replacing the evolut system with a new one. A short prolongation of the procedure but no adverse patient effects were reported. Updated d.9, h.3, h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant product ID l-evolutfx-34; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-34; product lot/serial number (B)(6); product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded without any issues. No infolding was seen during fluoroscopic loading check. During valve deployment, infolding was observed. The valve was recaptured and removed from the patient. A new valve and delivery catheter system (dcs) were successfully used for implant. No adverse patient effects were reported.